Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 9 years ago. Aneurysm and vessel morphology at the time of implant were not reported and it is unk whether the pt was being regularly followed. It was reported there was gradual enlargement of the right common iliac artery to 3 cm in diameter currently. On a recent imaging performed 3 months ago, there has been a dissociation of the proximal stent row noted. The plan is to extend the right limb of the stent graft into the right external iliac artery with placement of a talent aortic extension to per-empt any future complications. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Results: lack of info (unk cause of stent dissociation, no films were provided). (Dilated iliac artery). Conclusions: lack of info (unk cause of stent dissociation). (Dilated iliac artery). (Stent dissociation). (Requires secondary intervention).